Event description:
Constant nose congestion; the constant use of face masks causes nose congestion. Does not matter the brand, manufacturer or type. My body reacts to the use of face masks to "prevent the spread of covid-19". Mostly (B)(6) companies. FDA safety report ID# (B)(4).